Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high,"; however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.